Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function; therefore, this event meets the criteria for reportability per 21 cft part 803. The reported complaint was confirmed based on production testing. Cap end bearing failure, detachment or the bur end bearing assembly from the set and excessive debris most likely created friction within the head which resulted in temperature increase. Gear function was also compromised inside the head which is evident from the wear on the teeth of the gears. Root cause: set/tail/head assembly - excessive use/abuse.

Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated. There was no injury or intervention.